Manufacturer narrative:
Patient code: although there were reportedly no impact to the patient, the event description indicates that some blood loss did occur. The amount of blood loss was less than 250ml. The actual device used was not available to be returned to the manufacturing facility for evaluation. However, an unused, unopened sample was returned to the manufacturing facility for evaluation. Visual inspection of the unused returned samples confirmed there were no defects. Leakage testing conducted revealed no leakage. An evaluation of the retention samples from the reported part/lot and the surrounding lots manufactured was conducted. There were no visual anomalies noted during visual evaluation. In addition, functional testing confirmed all samples met manufacturing specifications. A review of the device history record of the product code/lot# combination confirmed there were no production related problems. A search of the complaint handling database confirmed there has been eight similar reports for the reported part/lot combination. The user facility reported that this issue occurred nine times with the same product code/lot number for all. See MDR's 1118880-2015-00076, 1118880-2015-00077, 118880-2015-00078, 1118880-2015-00079, 1118880-2015-00080, 118880-2015-00081, 1118880-2015-00082, 1118880-2015-00083 and 1118880-2015-00084. The exact cause cannot be determined and there is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported valve leakage on the rss602 device during a procedure. Follow-up communication from the user facility reported the following information: a significant amount of blood flow leaking through the cross-cut valve once positioned in the blood vessel; leakage did not exceeded 250ml; staff reporting a steady flow of blood leakage occurs with or without a wire or catheter inserted; it was reported that the doctor used a .014 wire which resulted in bleed back; the procedure was completed successfully; there was no reported injuries to the patient; and the user facility reported that this issue occurred nine times with the same product code/lot number combination.